Manufacturer narrative:
This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date not reported); however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2015. It is unknown if the recipient will be reimplanted with a new device as of the date of this report, august 3rd, 2015.